Event description:
It was reported that approximately 7 months after a promus 3.5 x 18 mm stent was implanted in the proximal left anterior descending (lad) artery, the patient had a positive stress test indicating anterior ischemia. Restenosis of the index promus stent was suspected. Angiography revealed 75% restenosis of the index promus stent. The patient underwent revascularization with a drug eluting stent implanted in the proximal lad. The patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there were no reported product deficiencies. The reported patient effects of ischemia and stenosis/restenosis are listed in the listed in the promus everolimus eluting coronary stent system instruction for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.